Event description:
Rsr (regular sinus rhythm) noted on EKG. After intubation, EKG positioned in v1 position. Switched EKG to v5 - t wave inversion noted in lead ii and v5. EKG stickers were replaced. Cable was replaced. All leads were viewed in the monitor with t wave inversion noted in all leads, with the exception of avr. These findings were compared to patient's prior two ekgs and were noted to be new findings. Attempted to print out EKG recordings but monitor does not have that capability. Called for intraop 12 lead EKG; however the 12 lead was not compatible with the monitor so unable to complete. Cancelled case.